Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an approximately 1cm inaccuracy. The surgeon resected some of the tumor anteriorly, however, when taking an intra-op image, it showed a portion of tumor the surgeon thought he had resected was still there. Accuracy was checked, again, and the surgeon deemed the system was accurate after the intra-op exam was loaded. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No patient logs/files have been returned to manufacturer for analysis. Patient logs/files not returned.